Manufacturer narrative:
The biomedical engineer reports that the bedside monitor (bsm) nibp pump (ay-653p) will pump up but will not deflate. They tested the unit but could not duplicate the nibp air leak error message that the staff received when they were using the device. User is unsure if this issue happened while on use on a patient but stated there is no patient harm reported as that information would have been mandatory to be reported to them if there were any patient events. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. The bsm itself was not returned, but the ay-653p input unit sn 00635 which is part of the bsm system was returned for repair. It contains the malfunctioning nibp parts. Unit is still under investigation. Concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p: sn (B)(4) (input unit), the UDI# : (B)(4), manufactured date: 02/16/2009, age of the device: 127 months, returned to nihon kohden: 10/30/2019.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) nibp pump (ay-653p) will pump up but will not deflate. They tested the unit but could not duplicate the nibp air leak error message that the staff received when they were using the device. User is unsure if this issue happened while on use on a patient but stated there is no patient harm reported as that information would have been mandatory to be reported to them if there were any patient events.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) med center reported the input box (ay-653p-a0 sn: (B)(6)) would pump up but not pump down. The staff noted the unit would get an nibp air leak error message. The unit was found in a drawer. The bsm itself was not returned, but the ay-653p input unit sn 00635 which is part of the bsm system was returned for repair. It contains the malfunctioning nibp parts. Investigation conclusion: the root cause of the nibp air leak is determined to be failure of the nibp pump #532149b, due to blockage and cracking diaphragm. The recommended action under irc-nka300083020 was to replace the pump. The overall risk, as determined from the product of probability (likely) and severity (insignificant), is determined to be medium. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p: sn (B)(6) (input unit) the UDI#: (B)(4). Manufactured date: 02/16/2009. Age of the device: 127 months. Returned to nihon kohden: 10/30/2019. Correction: h6 patient code corrected from 2688 to 2692. Additional information: b4 date of this report f6 date user facility/importer became aware of the event f7 type of report f11 date report sent to FDA f13 date report sent to manufacturer g4 date received by manufacturer g7 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) nibp pump (ay-653p) will pump up but will not deflate. They tested the unit but could not duplicate the nibp air leak error message that the staff received when they were using the device. User is unsure if this issue happened while on use on a patient but stated there is no patient harm reported as that information would have been mandatory to be reported to them if there were any patient events.